Event description:
It was reported that during an embolization treatment procedure, they were unable to deliver embolics to the correct location and delivered them incorrectly. The target lesion was located in the liver. This direxion catheter was selected; they had a hard hold on the catheter when picking it out of the packaging. They were able to track the catheter to a certain point, then they decided to use some gelfoam to further lock off the artery vested on one of the targets. However, when delivering the gelfoam it wasn't coming out steadily, it basically leaked a little bit out. They pushed a little hard and gave a little pressure, and then saw that a bolus of gelfoam came out. They were unable to selectively further occlude the appropriate artery. They were delivering microsperes which is 100-305 and it was noted that they were unable to deliver them correctly. The exchanged this device out for a non-bsc device to complete the procedure. No patient complications were reported and the patient¿s status was fine. It was further reported that there was very little chemotherapy delivered. Patient will have to go back after a month, after the bolus gelfoam is dissolved to redo the case.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).